Event description:
A malfunction was reported on the pump, identified by the code malf 1. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, which initially resolved the malfunction. Consequently, a pump replacement was required to address this unresolved issue. The customer will rely on multiple daily injection to ensure delivery of insulin therapy.